Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 314.291, lot: 180068-101, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: july 02, 2018, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no defects were found with collinear reduction clamp sliding mechan. The dimensional inspection was performed for the collinear reduction clamp sliding mechan due to the complex geometry of the device. The functional test was performed by squeezing the trigger to advance the feed rod. The rod was able to advance throughout the length of sliding mechanism as intended not confirming the allegation of device remaining idle. The minor scratches, as shown in images, does not impact the functionality of device and is due to device in usage for a while. Also, all the received attachment arms were mounted for assembly with the reduction clamp and the assembly went as intended. Thus, device functions as intended and alleged complaint condition cannot be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the collinear reduction clamp sliding mechan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing, reflecting the current and manufacture revision, was reviewed: collinear reduction clamp sliding mechanism. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the reduction clamp (unk). During the surgery, when the surgeon pulled the trigger of the clamp, it was confirmed that the machine did not move forward but idled. The surgery was completed successfully without any surgical delay. After removing the reduction clamp from the surgical field, the surgeon checked the movement, no idling was observed. No further information is available. This report is for one (1) sliding mechanism. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.